Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's reservoir was leaking past both o-rings. The customer stated that insulin had leaked into the reservoir compartment of the insulin pump during a normal infusion set change. The customer further stated that the reservoir compartment has dried out completely. The customer then states that insulin leaked at the base of the reservoir past both o-rings. Nothing further was reported.